Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted into a failed 21 mm st. Jude trifecta surgical valve. The failure mechanism of the trifecta was due to severe aortic insufficiency. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).